Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was also reported that a cartridge alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. It was also reported that an empty cartridge alarm occurred.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.